Manufacturer narrative:
This event occurred in (B)(6). The customer replaced the ise pinch valve tubing and did not report any further issues. The customer's qc results, ise check, and precision results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. The patient's initial results were not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. At 01:44, the patient's initial results were na 160 mmol/l and cl 89.1 mmol/l. At 02:10, the patient's first repeat results were na 140 mmol/l and cl 103.3 mmol/l. At 02:18, the patient's second repeat results were na 140 mmol/l and cl 103.2 mmol/l. The na and cl electrode lot numbers and expiration dates were requested but not provided.